Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained that the home patient (hp) would have to start over with new supplies. The tsr advised the hp to contact her nurse. The hp agreed and stated she would start over with new supplies. On (B)(6) 2010, baxter product surveillance contacted the patient's nurse. The nurse stated that the patient has been fine and able to continue therapy. There was no patient injury or medical intervention associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.